Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was found broken during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "at around 6:30 am on (B)(6) 2022, the patient was given intravenous infusion, and the infusion set was ready to be connected. However, it was found that the latch of the intravenous indwelling needle was broken, and infusion could not be performed, so the patient had to remove the needle and re-puncture the indwelling needle before infusion."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp was found broken during the infusion. The following information was provided by the initial reporter, translated from chinese: "at around 6:30 am on march 22, 2022, the patient was given intravenous infusion, and the infusion set was ready to be connected. However, it was found that the latch of the intravenous indwelling needle was broken, and infusion could not be performed, so the patient had to remove the needle and re-puncture the indwelling needle before infusion."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1271614. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.